Manufacturer narrative:
The pump was received with a critical pump error (open book image) alarm. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat due to critical pump error (open book image) alarm. Successfully downloaded pump traces and history file using thump. Unable to upload pump to carelink due to critical pump error (open book image) alarm. In further full review of the pump history/traces on the event date of 23-feb-2024, there is no unexpected alarms/suspends and no bolus delivery noted. Please see below for pump errors/alarms noted 1 week prior to the event date 23-feb-2024 in the formatted history file.  Sensorexpiredalert (794) was recorded and found in the formatted history file on: (B)(6) 2024 21:03:29.000. Lostsensor1alert (780) was recorded and found in the formatted history file on: (B)(6) 2024 21:43:00.000. Lostsensor2alert (781) was recorded and found in the formatted history file on: (B)(6) 2024 21:59:00.000. Unable to test for sensor expired alert and lost sensor alert due to critical pump error (open book image) alarm. Sensor expired alert and lost sensor alert were unknown. There were no fatal critical alarms, or three consecutive critical handling alarms found in the formatted history file. However, critical pump error (open book image) alarm triggered by three consecutive pump error 63 alarms on (B)(6) 2024 04:08:01.000 and (twice) on (B)(6) 2024 04:08:13.000 according in the error log file/detailed trace file. As per global logic analysis (esf#: (B)(4)), pump error 63 alarms (twi) (line number 147 file number 2017), suspected on hw. The pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.9 mv). The motor was tested outside of the device on the ngp stb3 and passed. The pump was received without a battery cap installed. The pump was received without a battery installed. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a missing display window/cover, a cracked keypad overlay, a pillowing keypad overlay, a keypad overlay texture damage, a cracked battery tube threads, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label fading. Unable to verify customer alleged for low bgs/high bgs. Unable to perform the required testing, upload pump to carelink were confirmed due to critical pump error (open book image) alarm. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 63 alarms. Pump error 63 alarm, suspected on hw. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a critical pump error. Troubleshooting was performed and explained the insulin pump performed safety checks and open book image was found. It was reported that there were no pump errors displayed before the open book image. No harm requiring medical intervention was reported. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions. The pump will be returned for analysis.